Manufacturer narrative:
From the analyses conducted during this investigation, it was shown that the t-handle fractured in the 'ear' of the handle in the clamping jaw, likely from static bending or torsional overload. An overload fracture can occur if the mechanical loads applied to the device exceed the strength of the material. No material or manufacturing deviations were found during this investigation.

Event description:
It was reported that surgery time was extended due to a broken t-handle.